Event description:
Caller reported that the pump battery would not charge despite attempts to troubleshoot using different outlets and adapters. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose. Customer was instructed to use multiple daily injections as a backup therapy, and tandem technical support decided to replace the pump. The customer understood instructions to put the pump into storage mode before returning it with the provided pre-paid label.